Manufacturer narrative:
Received the pump with history files being previously being downloaded and a blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. The pump was also received with a damaged retainer ring. Unable to perform the displacement test, occlusion test, and displacement accuracy test. The pump passed the rewind test, prime/seating test, basic occlusion test, sleep current test, active current test, and self test. Successfully downloaded history files and traces using thump/carelink. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on 10/10/2023 08:57:02.000 and battery failed alarm [58] on 10/10/2023 09:00:05.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir did not lock properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay, partially detached retainer, and battery cap contact missing. Cosmetic damage was confirmed at the reservoir side of case, retainer ring, and battery cap contacts. Blank display and unexpected battery power loss confirmed due to misaligned battery tube. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and the insulin pump got a replace battery now alert, had damage near the battery compartment, and had a blank display. Troubleshooting was performed and found that the battery cap contacts were damaged or missing. The retainer ring was damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to the backup plan per health care professional's instructions. The insulin pump will be returned for analysis.